Manufacturer narrative:
The affected device was examined at the local repair center. The examination of the device could confirm a permanent failure of the cockpit of the device. A faulty basis board was identified as root cause for the failure. The basis board was already replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturer¿s specification. In case of a complete failure of the cockpit, a running ventilation is not affected and continues with unchanged settings. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display and the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device screen blacked out and a piezo alarm was generated while in use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device screen blacked out and a piezo alarm was generated while in use. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.